Event description:
A customer reported a burn smell and noise near the bair hugger patient warmer. The issue with this cord was addressed in a recall that has been closed. Arizant records show that (B)(4) new power cords were sent to the facility in (B)(4) 2010 on sales order (B)(4). There were four additional attempts to contact the customer to receive confirmation that the cords were replaced, but non were received. It was later confirmed that the cords were received and put on the units. There was no injury reported.

Manufacturer narrative:
No patient involvement. No adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. No evaluation will be performed.